Manufacturer narrative:
H3/h6: one pump was returned for analysis. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue of error code was replicated and allegation made by the complainant was confirmed. The device was repaired and passed all testing criteria. The cause of the reported issue was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming an error code 41541 at startup. There was no report of patient involvement.